Manufacturer narrative:
All operating currents tested within spec range. No unexpected battery out limit alarms noted. All buttons function properly. However, moisture damage noted on keypad traces. Cracked case near display window corners, cracked case near reservoir window, missing end cap sticker, cracked reservoir tube lip and cracked battery tube threads noted during visual inspection. (B)(4).

Event description:
Customer's mother reported via phone call that the screen was frozen and there were cracks on the casing at the corner of the screen. Customer's blood glucose was 48 mg/dl. Buttons had intermittent responses. Device alarmed a battery out limit alarm after a battery change. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.